Manufacturer narrative:
Patient information is unknown.the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01692 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, the patient was bleeding prior to the procedure. In both instances, they were able to close and deploy the clip onto the target site however; both clips slightly opened and fell into the patient. The clips were left to pass naturally. It was reported that the issue with the clips did not exacerbate the bleed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.